Event description:
Reporter indicated a patient was having breakthrough seizures following vns generator replacement on (B)(6) 2012. Surgical replacement of the vns generator with a different model number is planned as an intervention. Attempts for further information are in progress.

Event description:
Manufacturer follow up with the treating neurologist revealed that the patient's increased seizures were below pre-vns baseline level, and were related to psychiatric issues and not the vns. No vns surgery is planned at this time.

Manufacturer narrative:
Operator of device, corrected data: the incorrect operator of the device was inadvertently reported on the initial MDR report. The correct operator of the device is the patient.